Event description:
It was reported the pt experienced a return of symptoms. The pump actual residual volume was greater than the expected residual volume at several refill sessions. A dye study showed the dye pooling behind the pump. A catheter issue was suspected. A roller study was performed, and the hcp did not see the roller turn initially. On repeated roller studies, the roller moved, although the hcp thought it had only moved 45 degrees instead of 60 degrees. No motor stalls were noted in the event logs. No alarms were heard. The drug in the pump was dilaudid. The pt underwent revision surgery. A seroma was noticed over the pump location during surgery. The fluid pulled out was cloudy and slightly yellow tinged. While the pump was out of the pocket during surgery, it was noted the estimated residual volume was 2 mi and the actual residual volume was 10.4 ml. The hcp was unable to get a free flow of csf. The hcp cut the catheter at the anchor site and had good csf flow. The dye study showed good placement in the intrathecal space. The hcp replaced the catheter and pump. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.